Event description:
It was reported that the pt experienced lack of effect despite dose increases. The pump contained dilaudid. A "slight reservoir volume discrepancy' was reported. A catheter dye study and a pump roller study were performed and failed to identify issues. The pt was taken to surgery where it was determined that the 40 degree pump connector was completely detached from the pump port. A new catheter was implanted.

Manufacturer narrative:
Results: used for the catheter.